Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with noise. A possible lead fracture was suspected. It was noted that it was reproducible with the patient doing exercise of turning their arms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.